Event description:
It was reported that the patient experienced pain at the pocket site following significant weight loss, which was considered not device related. It was noted that the pocket pain began at the time of implantation and did not improve. The patient subsequently underwent a procedure where the Implantable Pulse Generator (IPG) was repositioned from lower flank area to upper buttock in the left side. The patient was doing well postoperatively and the IPG remains implanted and in use.

Event description:
IT WAS REPORTED THAT THE PATIENT EXPERIENCED PAIN AT THE POCKET SITE FOLLOWING SIGNIFICANT WEIGHT LOSS, WHICH WAS CONSIDERED NOT DEVICE RELATED. IT WAS NOTED THAT THE POCKET PAIN BEGAN AT THE TIME OF IMPLANTATION AND DID NOT IMPROVE. THE PATIENT SUBSEQUENTLY UNDERWENT A PROCEDURE WHERE THE IMPLANTABLE PULSE GENERATOR (IPG) WAS REPOSITIONED FROM LOWER FLANK AREA TO UPPER BUTTOCK IN THE LEFT SIDE. THE PATIENT WAS DOING WELL POSTOPERATIVELY AND THE IPG REMAINS IMPLANTED AND IN USE.

Manufacturer narrative:
Investigation Results:The device was not returned for analysis; therefore, a technical analysis could not be performed. Device History Record:It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.